Manufacturer narrative:
Additional information was received that the patient's burning sensation was due to lead migration and not stimulation related. The patient had an early lead pull.

Event description:
A report was received that the patient was experiencing burning sensation at the upper back. X-ray confirmed that the lead had migrated. The patient had a lead pull.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-2218-50e serial #: (B)(4). Description: trial linear st lead, 50cm.

Event description:
A report was received that the patient was experiencing burning sensation at the upper back. X-ray confirmed that the lead had migrated. The patient had a lead pull.